Event description:
It was reported that following the placement of the patient's retroarc device, her stress and urge incontinence have increased. It was also indicated that the patient has a patulous urethra that is not device related. The patient was injected with bulking agent 8 months post procedure in order to strengthen a weak urethra. No further patient complications were reported in relation with this event.

Manufacturer narrative:
Age of pt: 1943.